Event description:
It was reported, the patient received inappropriate shocks due to noise resulting in oversensing on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. Additionally, it was observed the device was in back up mode due to normal end of life (eol). No malfunction was alleged on the device. The rv lead was explanted and replaced to resolve the event. The device was also replaced during the procedure. The patient was stable.